Manufacturer narrative:
(B)(4). Despite further efforts, no additional information was reported. Our records indicate that this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Further investigation into this issue is currently ongoing. Once any further information becomes available, this report will be updated.

Event description:
Additional information was received that when the noise was observed, the patient was connected to an semi-automatic external defibrillator and an ECG scope. The ts consultant discussed that the external defibrillator performs measurements, evaluates wave forms, and injects current so it is most likely to source of the noise. The manufacturer, model, and serial information on the external defibrillator was not provided. In addition, the manufacturer, model, and serial information for the leads are also unknown.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the electrogram (egm) which inhibited pacing and resulted in more than two seconds of asystole. During this time, the patient felt dizziness. The oversensing and inhibition stopped when the programmer wand was removed from the device. A review of the crt-d's arrhythmia logbook did not reveal any episodes recorded due to noise. Printouts containing the episode were sent to boston scientific technical services (ts) for technical assistance. No adverse patient effects were reported. A ts consultant reviewed the strip and discussed that there was noise on both the atrial and ventricular leads resulting in a disruption of the device's timing cycles and resulting in pacing inhibition. The noise observed appears to be from an external source that was being detected by the wand while the patient was on a real-time telemetry session. The ts consultant discussed troubleshooting to determine the source of noise. At this time, the crt-d and leads are implanted and in service.

Manufacturer narrative:
(B)(4). The patient will be seen again in a few weeks. Once any additional information becomes available, this report will be updated.